Event description:
A diabetic pt reported that they were injecting self in the right thigh when the plunger and needle of their insulin syringe broke off. Pt was uncertain about the details regarding the sequence of events relating to the reported breakage. When pt attempted to withdraw the needle it broke-off. Follow up info confirmed that the pt's condition is fine. Several healthcare providers have advised pt that the detached piece of cannula does not pose a health risk and that attempts to retrieve it could cause trauma.